Event description:
The customer reported that the 9800 sys continued to fluoro after the button was released during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep inspected the x-ray button and tested it for proper operation. The failure could not be duplicated. The skin spacer was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.